Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Pc-(B)(4).no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2012 via tha. After 6 years from the primary surgery, the surgeon noticed the prominent osteolysis was occurred at the acetabular and the proximal to the femur. Also, the patient complained the pain due to the loosening, so that the surgeon explanted the implants on (B)(6) 2018. After the explanting surgery, the surgeon applied the cement bead treatment to the patient with the cement containing vancomycin after washing with povidone iodine solution. No further information was provided by the hospital. Doi: (B)(6) 2012; dor: (B)(6) 2018; unknown affected hip